Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was 153 mg/dl. The customer stated that when she tries to rewind and keeps pressing the button and has to start all over again. Customer stated that she received no delivery alarms. Customer stated the drive support cap is indented. Customer declined to troubleshoot. Customer will received a cot pump due to pump not rewinding.